Event description:
Related to MFR report number 2183959-2012-00693. On (B)(6) 2006, the patient was implanted with a sparc sling system to treat stress urinary incontinence. On (B)(6) 2003, a previous ams surgical mesh sling had been implanted to treat urinary incontinence. It was reported that, "after, and as a result," of the implantation of the "products," the patient "suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries." Also, it was reported that she experienced significant mental and physical pain and suffering, underwent a surgical procedure to remove "one or more mesh products," that she had additional surgical procedures and required additional surgical procedures and required additional medical treatment, and that she sustained permanent injury and disability before her death on (B)(6) 2012. The cause of death was not reported and there is no allegation in the complaint that the mesh devices caused or contributed to the patient's death. In addition, the mesh was reported to have been removed. No surgical details or details of medical treatment was provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.